Event description:
Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Follow up with the physician found that the physician wanted the patient to get implanted with vns, but the patient is predisposed to infection and has had multiple infections after various procedures, not just with vns. The patient was on antibiotics for four to six weeks after the vns explant and is doing much better.

Event description:
It was reported that the patient underwent generator explant due to an infection. It is unknown if the lead was explanted or kept in place. The patient was not reimplanted. The generator was returned to manufacturer for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was identified that this patient¿s infection was also reported in manufacturer report # 1644487-2014-00218 as a duplicate which was unknown at the time. Full event is captured in this report. It was reported that the patient had a staph infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.